Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed a clogged cuvette washer probe at the dryer tip position. The fsr resolved the issue by removing the obstruction from the cuvette washer probe. No additional discrepant result issues have been reported since the service activity was completed. The washer, cuvette was determined to be the cause of the issue. The instrument service history review revealed zero (0) additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not reveal any trends related to the customer¿s issue. Labeling review concludes that the issue is adequately addressed. The architect system operations manual (201837-115) and the architect c8000 system service and support manual (96750-129), provide adequate information regarding the troubleshooting of erratic/discrepant results and the removal, replacement and verification of the washer, cuvette. Based on the information within the complaint record, no systemic issue or deficiency was identified.corrected data found in section g1.

Event description:
The customer observed falsely depressed sodium and calcium results generated on the architect c8000 processing module when compared to results on another analyzer. The following results were provided: sid e348052696, initial sodium result 105 mmol/l, repeated 138 mmol/l. Initial calcium result 4.1, repeated 8.1 no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.